Manufacturer narrative:
The hill-rom technician found the right hilow cable malfunctioning. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their bed. The technician replaced the cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the hi/low down would run when no buttons were pressed. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).